Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6), 2012, to treat an infection around the implant site. It was reported that the infected area was treated and the device repositioned. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.